Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The retained cement samples were conditioned and tested at an ambient temperature of 23 deg c. All results were reviewed and they are all within specification. Review of the device history records found two unrelated non-conformances on this batch. Micro and sterility tests passed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude report ((B)(4)) states that patient was revised sometime in 2012 to address loosening. The manufacturer of the knee components is not indicated, nor at which interface the loosening occurred. (Left knee).